Event description:
The suspect device results were 229 and 216 mg/dl. The user was concerned and went to the doctor. The doctor sent pt to the hosp. The hosp checked pt glucose at 104 mg/dl. No treatment alleged. Control were in range. The device was replaced and requested to be returned for evaluation.